Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced hyperglycemia for three days. No blood glucose readings were reported. It was also stated that the insulin pump did not give a no delivery alarm. No troubleshooting was done on the insulin pump.